Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. Three photos shows three maxcore devices. The first and third photo shows device with initial position and second photo with full prime position with yellow guard. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the cannula did not release from the prime position when fired. A coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.